Manufacturer narrative:
H3: product analysis was not yet completed. A supplemental will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the m5 handpiece was not spinning and heating up. There was no patient impact.

Manufacturer narrative:
B5: additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: product analysis was unable to confirm the customer reported issue, (pre-repair temperature check performed at 30k rpm. Front bearing was 77f, motor was 79f and rear bearing was 82f with in specification). And found that the motor does not rotate smoothly. The bearing was stuck on the motor shaft, and both the bearings and connector are worn. H6: codes were updated. Previously applied codes fdm b21, fdr c21, fdc d16 and img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per the analysis of the handpiece, the pre-repair temperature test performed at 1 minute are less than 118f, which does not meet the reporting criteria.